Event description:
It was reported that the customer noted that the electrocardiogram (ECG) module was "suddenly" produced noisy in -clinic ECG strips. The customer replaced the patient cable and leads and the ecgs are still mostly noise. Technical services provided assistance in resolving the issue by suggesting troubleshooting steps and to call back if the module would need to be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.